Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of papanicolaou smear normal in 2011 and obesity, kidney stones, uterine prolapse, urinary incontinence, surgery (ablation x 3 iud x 2 litho), bladder infection, hot flashes, dysuria, hematuria, parity 4 and multi gravida. Patient with urinary stress incontinence and urge incontinence and hematuria underwent a cystoscope the cystoscope was advanced inside the urethra inside the bladder revealing a normal bladder with no lacerations polyps stitches of signs of transitional cell carcinoma and no signs of interstitial cystitis. Previously administered products included: macrobid [clarithromycin] and terazol [terconazole] for uti and depo provera and amlodipine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 1659 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy with the rectus fascial pubovaginal sling. Bilateral salpingectomy.). The reporter considered medical device removal to be related to essure administration. The reporter commented: 6-week size uterus, normal tubes and ovaries bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.739 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: procedure: hysterosalpingogram device was placed up to the fundus. 1.4 ccs. Was placed inside of the balloon. Essure devices were identified to the fluoro and dye was spilled through device inside of the uterus with no spillage bilaterally. [Pathology test] on (B)(6) 2016: diagnosis: uterus with cervix (160 grams) and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. Cervix: transformation zone showing squamous metaplasia and acute and chronic cervicitis. Endometrium: interval endometrium. Myometrium: no diagnostic abnormality. Serosa: no diagnostic abnormality. Right fallopian tube: fallopian tube showing intact spring coil intrauterine device. Left fallopian tube: fallopian tube showing intact spring coil intrauterine device. Clinical: specimen: uterus, cervix, bilateral fallopian tubes. History: uterine prolapse. Pre and post operative: urinary incontinence. Gross description: . The bilateral fallopian tubes demonstrate embedded metallic, spring-like birth control device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 37 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of papanicolaou smear normal in 2011 and obesity, kidney stones, uterine prolapse, urinary incontinence, surgery (ablation x 3 iud x 2 litho), bladder infection, hot flashes, dysuria, hematuria, parity 4 and multi gravida. Patient with urinary stress incontinence and urge incontinence and hematuria underwent a cystoscope the cystoscope was advanced inside the urethra inside the bladder revealing a normal bladder with no lacerations polyps stitches of signs of transitional cell carcinoma and no signs of interstitial cystitis. Previously administered products included: macrobid [clarithromycin] and terazol [terconazole] for uti and depo provera and amlodipine. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 1659 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy with the rectus fascial pubovaginal sling. Bilateral salpingectomy.). The reporter considered medical device removal to be related to essure administration. The reporter commented: 6-week size uterus, normal tubes and ovaries bilaterally. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.739 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: procedure: hysterosalpingogram device was placed up to the fundus. 1.4 ccs. Was placed inside of the balloon. Essure devices were identified to the fluoro and dye was spilled through device inside of the uterus with no spillage bilaterally. [Pathology test] on (B)(6) 2016: diagnosis: uterus with cervix (160 grams) and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. Cervix: transformation zone showing squamous metaplasia and acute and chronic cervicitis. Endometrium: interval endometrium. Myometrium: no diagnostic abnormality. Serosa: no diagnostic abnormality. Right fallopian tube: fallopian tube showing intact spring coil intrauterine device. Left fallopian tube: fallopian tube showing intact spring coil intrauterine device. Clinical: specimen: uterus, cervix, bilateral fallopian tubes. History: uterine prolapse. Pre and post operative: urinary incontinence. Gross description: the bilateral fallopian tubes demonstrate embedded metallic, spring-like birth control device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.